Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was requested to provide an estimated replacement timeline. No adverse patient effects were reported and data analysis confirmed a 28 day replacement window.